Event description:
A pt reported experiencing inaccurate erraitc results with a one touch basic original meter. The pt's blood glucose results were 151mg/dl, 91mg/dl. Tests were done withn < 10mins with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.